Event description:
It was reported that the patient presented for an implant procedure. During procedure, the leadless pacemaker (lp) exhibited a stretched helix during mapping. The physician removed and replaced the lp. The patient was in stable condition.